Manufacturer narrative:
Explanted device is not available for return. The events of infection, seroma, ulcer, edema and "unincorporated" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is being reported because medical intervention was required. Although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant get breast implant on (B)(6) 2014 during left side mastectomy reconstruction surgery. Post-implantation on (B)(6) 2014, patient presented requiring "evacuation 500cc serosanguinous seroma l breast that accumulated over several days after the removal of the drain. Culture grew enterobacter cloacae. On long term antibiotics for 2 months appropriate to culture. Three months later ((B)(6) 2014) (1 month after ceasing abs), developed an ulcer in the mastectomy scar of this breast." On (B)(6) 2014, "excision exposed seri within the ulcer and debridement with closure. Swelling overnight." And (B)(6) 2014, "explantation and removal seri (completely unincorporated)." The device is not available for return.